Event description:
The event was initially reported that during multiple procedures, the stockert generator briefly reverted to 0 watts, and then backed up to 35 watts, resetting ablation on both prucka and carto 3 systems. The rf energy did not actually stop in most cases, but on a couple of occasions, the rf did stop automatically. The time on the stockert did not reset, but did reset on the prucka and recorded it as another ablation. This phenomenon did not happen with test box connected to the stockert directly bypassing the carto piu. Most of the cabling between the carto 3 system had been replaced minus the I/o box cabling without any resolution. The case was completed without any patient consequence. The primary investigation of this event noted that most likely the stockert remote cable was defective causing the issue. The stockert remote cable was replaced, and as a result, the issue was resolved. The issue was not related to carto 3 system. The original event had been reported under MFR report #3008203003-2012-00011 dated (B)(4) 2012 (initial report) and (B)(4) 2012 (supplemental report), under the initial reported product (carto 3 system). Multiple attempts were done to request for the specific stockert generator details. The stockert generator detailed information was finally received on (B)(4) 2012, marking this date as the alert date for this report. Since then the related stockert generator complaint to this event had been created.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the stockert generator's power would keep reverting to zero watts during a procedure. This is a feature of the generator that does not deliver rf by reverting the power to zero watts whenever the system detects an inconsistency in the electrical parameters such as frequency, continuity, short circuit, etc. This issue was resolved by replacing the stockert remote cable that was causing the inconsistency. The device history record for this product shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.